Event description:
It was reported that the user received alert 38 indicating consecutive stalled motor while using an ilet pump with an infusion set and, after multiple restarts, was able to complete a dry run only after changing supplies. The infusion set was a contact detach with 6 mm cannula and 23 in tubing, and the event was addressed through troubleshooting and education. Investigation of this case revealed an occlusion that resolved after infusion set and related supplies were changed, consistent with a delivery obstruction affecting the pump¿s motor operation. No clinical symptoms associated with interruption of insulin delivery reported. Outcomes included restoration of pump function following supply change without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to stalled motor alerts.